Event description:
It was reported that the handle of the knee pointer broke off prior to a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the handle of the device broke off was confirmed through the visual inspection. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the handle of the knee pointer broke off prior to a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.